Manufacturer narrative:
(B)(4). The customer decided not to have the ventilator serviced. Covidien was not authorized to service the ventilator.

Event description:
Report received that an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.